Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidoses. The blood glucose reading was from 150-350 mg/dl. The nurse stated that glucose level was under control, and it was believed that the customer has been eating a lot of sugar to raise the glucose level. The nurse also stated that the insulin pump was missing since four days ago. No further info was provided.